Event description:
Reportedly, a pacemaker follow-up was performed on (B)(6) 2016 and the subject pacemaker was found to be operating with as-shipped values (e.g. Ddd pacing mode) whereas it was programmed in vdd mode during the previous follow-up. In addition a warning message was also displayed on the programmer screen. The device was successfully re-programmed to the initial parameters. Preliminary analysis revealed that the device was found in back-up mode on (B)(6) 2016 and re-initialized.

Event description:
Reportedly, a pacemaker follow-up was performed on (B)(6) 2016 and the subject pacemaker was found to be operating with as-shipped values (e.g. Ddd pacing mode) whereas it was programmed in vdd mode during the previous follow-up. In addition a warning message was also displayed on the programmer screen. The device was successfully re-programmed to the initial parameters. Preliminary analysis revealed that the device was found in back-up mode on (B)(6) 2016 and re-initialized.